Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that there was no abnormality of the device, when omsc connected the device with a spare maj-2315. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred because the distal cover maj-2315 was used in a state where it could easily come off the device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an endoscopic sphincterotomy, the physician removed the (B)(4) from the patient and noticed that the distal cover (B)(4) was missing from the distal end of the endoscope. The physician found the cover in the patient's mouth and retrieved it. The user didn't see any abnormality of the devices during preparation for use. However, the cover retrieved from the patient's mouth was partially broken. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for (B)(4).